Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The product was not returned. Due to limited clinical details, the root cause of the vascular damage - peripheral vessels could not be determined. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 54-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, a retroperitoneal bleed was found, vascular cutdown performed in hopes of removing cp and upgrading to 5.5. However axillary vessels were too small. Md elected to place the patient on ECMO and leave groin cp in place. Vascular surgery repaired insertion site. However the patient required multiple blood products overnight.